Manufacturer narrative:
(B)(4). Additional information: it was reported during follow up that the patient was taken into the operating for debridement for a second time (B)(6) 2015, previously reported as unspecified date in (B)(4) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a greyish tissue discoloration midline through the breast post-surgery coincident with the use of veritas. The cause of the greyish tissue discoloration was not reported. The patient underwent a right breast skin sparing mastectomy followed by implantation of a textured anatomical breast implant & 10 x 16 (units not reported) veritas collagen matrix. Eight weeks post-operation, a plastic reconstructive surgeon observed a greyish discoloration midline through the patient¿s breast. The surgeon debrided the area and saw no sign of infection. The surgeon then excised the area and closed it. The discoloration was again noted a few weeks later and the patient was taken back to the operating room approximately five months after the initial procedure. The outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The surgery occurred on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.